Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent abdominal revision of sacrocolpopexy mesh, ureterolysis, abdominal adhesiolysis, excision of suburethral portion of midurethral transobturator tape, placement of (bard align) sling for intrinsic sphincter deficiency and cystoscopy on (B)(6) 2012 due to abdominal pain and intrinsic sphincter deficiency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and alyte were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2012 and align was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic-assisted total laparoscopic supracervical hysterectomy with bso, with lysis of adhesions, robotic sacral colpopexy and cystoscopy due to pop with concomitant laparoscopic hysterectomy and sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, hematuria, uti and kidney stones.